Event description:
When the nurse opened a package of the medline bulkee ii gauze dressing, she noted that on the gauze inside the packaging had what looked like serosanguineous drainage right on the gauze. The nurse did not use the dressing and opened another package. Per response from rep for hospital, he is filing a quality report to medline today. His thought is this is fluid from a machine that may have leaked onto the gauze during packaging. Staff thought it was blood but it doesn't look like blood to rep. The rep also stated that no employee would have packaged this at the plant. This is completed all by machines.